Manufacturer narrative:
Product ID 3889-28, lot# v718506,implanted: 2012-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4).

Event description:
It was reported the device was implanted after the use before date. No further information was reported.